Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, a low defibrillation impedance was noted on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was stable with no consequences.

Manufacturer narrative:
The reported event of low defibrillation impedance was confirmed. As received, a partial lead (distal end) was returned in one piece. Visual inspection of the lead found an external insulation abrasion breaching the right ventricular cable lumen proximal to the suture sleeve tie impression. The etfe cable coating of both right ventricular cables was abraded in this location. The cause of the external insulation abrasion is consistent with friction to the device can and the reported event.